Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving fentanyl (50mcg/ml at 18.989mcg/day) and bupivacaine (30mg/ml at 11.393 mcg/day) via an implantable pump. The indications for use were unknown. It was reported that per the nurse, the patient suspected an infection. It was not disclosed to the manufacturer representative (rep) if there were any environmental, external, or patient factors that may have led or contributed to the issue. Any diagnostics/troubleshooting or actions/interventions performed were not disclosed to the rep. The rep then reported additional information from the managing healthcare provider (hcp)'s nurse. It was reported that the patient's crp was high and they were repeating the test on wednesday. The managing healthcare provider (hcp) said that was expected after surgery. They might admit for intravenous antibiotics but would decide on wednesday ((B)(6) 2024). It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. No surgical intervention had occurred or was planned at the time of report. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.